Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to high blood glucose levels and went into a diabetic ketoacidosis. Her healthcare provider did not want her using the insulin pump. The insulin pump had some wetness and she believed it was due to sweat. Customer's blood glucose level went up to 458 mg/dl. At the time of admission her blood glucose level was 394 mg/dl. She was vomiting. The customer bolused with the insulin pump but her blood glucose level was going higher. The customer was on insulin drip and manual injections. The customer was wearing the insulin pump at the time of hospitalization. The infusion set had large air bubbles along the tubing length. The high pressure test passed. The device was not returned.